Event description:
It was reported the device reset has occurred. The patient was not asymptomatic. The patient had an external cardioversion the day before. The device was restored by downloading device code. The patient would be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.